Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the remb oscillating saw caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was duplicated. It was confirmed by the service technician through functional evaluation the device caused a bias current error to be displayed during testing. Upon disassembly, the technician found the motor assembly was corroded.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the remb oscillating saw caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.